Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found the returned device to have faulty pogo pins. Voltage fluctuation was observed over the pogo-pins however this would not affect the device ability to deliver therapy. The device records ability to deliver therapy. The device records multiple manual power ups of under one minute duration and may indicate the user was regularly power cycling the device or the beginning of membrane failure.

Event description:
There was no pt involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.